Manufacturer narrative:
On 24-sep-2025 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Brush head broke off in mouth...head itself broke - oral-b power care refills [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: consumer contacted via phone and stated that the brush head had broke off in the mouth and the head itself was broken. No injury was reported. 24-sep-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head broke off in mouth...head itself broke: oral-b power care refills [device breakage]. Case narrative: consumer contacted via phone and stated that the brush head had broke off in the mouth and the head itself was broken. No injury was reported.